Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high pacing impedances values and increased threshold were observed on the right ventricular lead. No visible lead damage was seen on x-ray imaging and the patient was stable and will be monitored via merlin.net.